Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Consequently, the pump shut down and could not be turned on. The customer's blood glucose level was 126 mg/dl. The customer reverted to an alternate form of insulin therapy.